Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence; the trial began on (B)(6) 2021. It was reported that the trial patient started their stage 1 interstim trial today. Caller reported the patient had called them indicating feeling like a buzzing sensation around their defibrillator implant. Caller reported the defibrillator is implanted on patient's chest, unknown which side. Interstim is on patient's back side, towards the left side, at least 18" away from the defibrillator. Caller reports patient is a tall man. Caller reported the patient had seen the cardiologist prior to procedure, did not see cardiologist post procedure. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. Caller suggested the patient to turn stimulation off and see if the buzzing resolved. Caller reports patient was not at home when they made the call, did not have their controller with them to turn stimulation off. Suggest patient follow up with their cardiologist.